Event description:
Device returned for battery depletion. It subsequently tested out of specification during manufacturer's analysis.

Event description:
Tested out of specification during manufacturer's analysis.